Manufacturer narrative:
The field event was verified in the laboratory. The outer insulation and the ptfe coating around the sensing cable were abraded, most likely due to friction with the ICD can. The sensing cable was fractured and the ends were melted. This type of fracture could occur when the metal of the sensing cable comes into contact with the ICD can during a shock. Electrical measurements found normal resistance for the returned lead portion.

Event description:
It was reported that the patient received several inappropriate shocks. The insulation of the lead was damaged.